Event description:
On (B)(6) 2015, the reporter contacted lifescan united kingdom, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 correction - 12/09/2015: the incident description in the initial 3500a form should have read as follows: "on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred during an unspecified morning in (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿16.4mmol/l¿ with the subject meter and ¿4.7mmol/l¿ on a onetouch ultraeasy meter within 30 minutes of each other. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that ¿10 minutes¿ before measuring their blood glucose they felt ¿light headed¿ which they associated with low blood sugar. In response to this symptom the patient self-treated by taking glucose tablets/gel. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting."

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.